Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that a chemo leak (or) spill from the filter on this product was noted. Patient involvement and harm are unknown.